Event description:
It was reported that in approximately (B)(6) 2010, the patient began having "power surges" from their device. The device was replaced. No other details were reported. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID, 399930 lot# v020191 serial#, implanted: explanted: product type lead product ID 39565-65 lot# serial# (B)(4), implanted: explanted: product type lead product ID, 37752 lot# v016054 serial# (B)(4), implanted: explanted: product type recharger product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 37742 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 37712 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type implantable neurostimulator product ID, 3708240 lot# serial# (B)(4), implanted: explanted: product type extension product ID, 3708140 lot# serial# (B)(4), implanted: explanted: product type extension. (B)(4).